Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. It was reported that on monday (B)(6) 2022 pt states that she was not getting the same level of pain relief that she had been getting. Pt states this change in pain relief started saturday, (B)(6). Patient states she was recently told by her physician that she could start to increase her activity and that she was allowed to bend. Patient states she does have a small dog that she takes care of at home and that she does live alone. Patient states she did bend and pick up items in her home and take her dogs on walks and clean up after her pet. Patient met at dr. (B)(6) office. Connection check shows all green. Impedance check shows all electrodes within normal limits. X-ray shows leads migrated. Implanted leads were at the top of t8 and top of t9. X-ray from (B)(6) 2022 shows leads at mid t9 and mid t10. Patient reprogrammed. Dr. Submitting to insurance for lead revision.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2022, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2022, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-aug-2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 30-aug-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from rep. Rep reported patient had a lead migration. An x-ray was performed to ensure lead migration. Surgical intervention was performed, a lead revision and replacement was done, and the issues was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that the device is still implanted. Ins and leads remain inside patient and are functioning. The patient is not scheduled for procedure to replace system at current time. Unknown when patient will be scheduled for replacement. Office has submitted for insurance approval for replacement. Cause of lead migration patient bending and twisting to pick up dog and pick up dog waste.